Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the door 4 latch required replacement. A field service engineer replaced the latch to resolve and reseated all connections in the latch column. The system functioned as intended.

Event description:
It was reported by the customer that pyxis medstation es system door failed multiple times, causing a 25-30 minutes delay. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, d1, d4, d5, d9, g2, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 18-mar-2022 to 17-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system door failed and needed maintenance. A field service engineer replaced the latch and reseated all connections in the latch column to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that pyxis medstation es system door failed multiple times, causing a 25-30 minutes delay. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.